Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigpshell, sig power sigpshell control shell (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a functional end-to-end anastomosis for right hemicolectomy, at the time of closing the insertion hole, an error sound was heard during firing. When the handle screen was checked, it instructed to press and hold both sides for 10 seconds to restart. Since it was in the middle of the firing, the firing was continued until to the tip, and the device was restarted, but the knife did not retract, and the jaws did not open. The tissue had been cut and sutured so the tissue was able to detach from the jaws and removed. The surgeon confirmed that there was no issue with the staple formation. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the instrument locked on tissue. The reported issue was confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. It was also reported that there was difficulty to retract the knife blade. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.